Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The patient did not survive, however the physician noted the death was unrelated to the question about the defibrillator functionality.